Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 43mm abdominal aortic aneurysm. The proximal neck diameter measured 19mm and 24mm in length. The proximal neck had an accordion shape. It was reported that a type ia endoleak was suspected on follow up CT at the time of the index procedure. At follow up CT 2 years post the index procedure an endoleak was observed together with proximal migration of the stent graft (by 1cm or greater). The physician elected to perform intervention and the stent graft system was explanted and replaced with an artificial vessel (thoracoabdominal branch). Per the physician the migration was caused by deformation of the neck due to the endoleak. The physician commented that the event was inevitable due to the significantly tortuous proximal neck making sealing difficult in the first place. No additional clinical sequelae were reported and the patient is fine.